Manufacturer narrative:
To date, no sample has been received by manufacturing for investigation. All batches are released according to the required specifications and all initial testing results are within specification for this batch. A small amount of silicone is present. Medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. As no complaint sample was received and since all initial testing results are within specification for this batch, no conclusive root cause can be determined for the reported condition. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that viscoelastic product was used during a cataract surgery in which the patient experienced transient corneal edema. Corneal de-epithelialization was performed to improve intraoperative visualization. Sub-conjunctival corticosteroid injection was administered to the patient in order to treat the corneal edema. The patient condition was reported as recovered.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received confirmed that the patient is still having good visual acuity, but the endothelial count shows a significant decrease for more than 50% of the initial value with notes of pigmentary dispersion. It¿s needed to remark that we can not discard a cross reaction with another drug, thea, fydrane, which according to our files was used at the same time in the anterior chamber although not in all the patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).